Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that two days after a drain was placed in an abscess, the nurses noted that it was not draining properly. The doctor checked the drain and adjusted the placement by inserting a 75cm super stiff wire with a 7cm floppy tip. After multiple attempts to adjust the drainage catheter with the wire it became stuck in the tip of the catheter and began to unravel. Due to radiation exposure the patient was sent back to the room. The following day another of the same device was placed without incident using a super stiff wire with a 7cm floppy tip.